Manufacturer narrative:
The insulin pump received with blank display, problem isolated to the interface board. The insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was unknown. The customer states the screen was blank and pump appeared dead. Troubleshoot was conducted and the screen remained blank. The customer was advised the pump would be replaced and returned for analysis.